Event description:
Following a catheterization procedure, a small amount of duett procoagulant was introduced into the femoral artery. The physician immediately started a heparin drip and the patient never lost distal pulses. Examination by ultrasound did not find evidence of clotting in the artery. Patient was hospitalized overnight for observation. No patient complications were reported.

Manufacturer narrative:
Discussions with the physician involved suggested that procoagulant delivery may have occurred before he was ready to carry out the necessary procedural steps. This may have contributed to the event.